Event description:
On an unknown date in 2016, a patient was implanted with a gore® acuseal vascular graft to anastomose with the termination of ptfe graft for hemodialysis shunt. The ptfe graft name and brand were unknown. On (B)(6) 2017, a pseudoaneurysm around the anastomosis site was observed. The physician cut the pseudoaneurysm. It was reported that the graft seemed to be delaminated. The physician thought that the delamination led to the pseudoaneurysm. The existing vascular graft was removed and was discarded in the hospital. The patient tolerated the procedure. A video was also submitted but it could not be conclusively evaluated, other than to observe the presence of a hole in the graft.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® acuseal vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: mechanical disruption or tearing of the suture line, graft, and/or host vessel and formation of pseudoaneurysms due to excessive, localized, or large needle punctures; or perigraft hematomas.

Event description:
Date unknown, 2016, the patient was implanted with a gore® acuseal vascular graft to anastomose with the termination of ptfe graft for hemodialysis shunt. The ptfe graft name and brand were unknown. On (B)(6) 2017, a pseudoaneurysm around the anastomosis site was observed. The physician cut the pseudoaneurysm. It was reported that the graft seemed to be delaminated. The physician thought that the delamination led to the pseudoaneurysm. The existing vascular graft was removed and was discarded in the hospital. The patient tolerated the procedure. The moving image on the procedure will be delivered to gore.